Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient needed an explant due to infection. No further information of future plans to implant again were made. It was reported that the issue was resolved at the time of the report, the system was explanted, and the patient was alive with no injury. No further complications were reported.

Manufacturer narrative:
Analysis was not performed due to a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, product type: accessory . Product ID: 97792, product type: accessory. Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. A supplemental report will be sent with analysis results. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 the health care provider (hcp) confirmed that the explant had been on (B)(6) 2018 and the lumbar implant device was returned for disposal. No further complications were reported.